Manufacturer narrative:
A ge service representative performed an on site investigation. The electrical system was tested and it was recommended to plug the system into the uninterrupted power supply. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system would not boot up. No patient injury was reported.